Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the set-up joint for failure analysis investigation. The unit was analyzed and in artemis, the 23072 error was found indicating excessive mismatch between primary and secondary suj readings, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23072 error was triggered at startup in normal mode, indicating mismatch between encoders, replicating the reported event. The probable root cause is due to an issue with the distal harness resulting in a mismatch of encoder within the suj.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set-up joint (suj) to resolve error 23072. The fse also replaced the universal surgical manipulator (usm) cover (scrap item) due to an unrelated issue. The system was verified and ready for use. Isi has issued a return material authorization (RMA) to have the device returned. However, isi has not received the suj involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the patient side cart (psc) had a non-recoverable error along with error 23072, and the customer restarted the system a few times. The surgeon decided to convert to laparoscopic prior to calling in as the site was not able to complete the procedure with 3 universal surgical manipulators (usm). The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and confirmed error 23072 pointing to the z-axis pot or cabling. The procedure was converted to laparoscopic surgery with no reported injury.